Event description:
It was reported that the patient had swelling of the extremity. The right ventricular (rv) lead was fractured and had high threshold. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457445 implantable pacing lead (B)(6) 2007; addr01 implantable pulse generator (ipg) (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.